Event description:
It is reported that a customer has defective sensor to their insulin pump. The patient's blood glucose was unknown at the time of the call. The customer declined trouble shooting the sensor. The customer had tried to insert sensor and it bounced off skin. When looking at it sensor saw, the customer saw the sensor cannula bulged out of the needle presenting blockage where it couldn't be inserted. The customer informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found cannula tip peeled back outside sensor needle canal and bent cannula. It was unable to confirm customer received sensor damage due to customer returned it opened/used. Checked introducer needle for anomalies and none were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.